Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the b30 communication error displayed on screen due to faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed a b30 (communication) error code when it was plugged into the tower. The issue was found during preparation for use for a therapeutic cystoscopy, uretoroscopy (laser procedure with stent placement) and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a reading error when plugged into the tower. The issue was found during preparation for use for a therapeutic cystoscopy, uretoroscopy (laser procedure with stent placement) and completed using a similar device. There were no reports of patient harm.